Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, fluoroscopy revealed externalized conductors. The lead was capped and replaced when the generator was electively replaced. The patient condition is stable.